Event description:
It was reported that during a da vinci-assisted surgical procedure, the sure form stapler instrument would not complete the firing sequence. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sure form stapler instrument, and the sure form blue reload to perform failure analysis. Failure analysis investigations for sure form stapler instrument was replicated and confirmed the customer reported complaint. The instrument was found to have a piece of the reload lodged in the I-beam assembly. The instrument was placed on an in-house system and found to pass initialization on 3 of 3 attempts. The instrument was tested in-house and initialized, clamped, fired, and unclamped twice without any issue. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape there was no visible damage to the instrument. The I-beam assembly was extended, and a piece of the blue reload was found to be lodged inside. Root cause is attributed to component susceptibility to damage. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house blue reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The complaint was confirmed by failure analysis. Failure analysis investigations for sure form blue reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Additional observation(s) related to customer reported complaint: the reload was found to have cartridge damage. The cartridge damage was located in between the knife track near the exposed knife. There was also a piece of the cartridge found inside of the I-beam assembly of the instrument, which likely caused the firing failure. The knife was inspected and there was damage found to the blade. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was also cartridge damage observed. The event caused partially or wholly by the user of the device including sample handling. The probable root cause is attributed to mechanical problem.